Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the patient connector heat seal bead of a homechoice cassette. The was observed during connection to patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection with naked eye noted a damaged patient line tubing. There was no evidence of damage to the overpouch. Functional testing, including leak testing, clear passage testing and clamp function testing were performed; leak testing failed due to the damaged patient line tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.